Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. H3 other text : device remains implanted

Event description:
It was reported from the site that the presented with complaint of anemia and melena and was admitted for gastrointestinal bleed (gi). It was stated that the patient was discharged on (B)(6) 2016. It was further stated that the patient was still on support and receiving chemotherapy treatment for active cancer state. No additional information available.

Manufacturer narrative:
Additional information reported that the gastrointestinal bleed could not be clearly connected to the cancer. Patient still receiving chemo but unable to determine with 100% certainty. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.